Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Log file analysis review date: (B)(6) 2000; log dates through (B)(6) 2000 to (B)(6) 2000: normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. Controller (B)(4) has a date/time error showing the year as 2000 due to a depleted internal battery. No controller power up and associated motor start events have been logged in the available data. The date of the events could not be identified neither, due to the date/time error of the controller. According to the logs, the last data point was logged on (B)(6) 2000 at 09:08:59. It was logged with power source 1 connected to (B)(4) with remaining capacity 94%, and power source 2 connected to (B)(4) with remaining capacity 25%. Power source 2 was the active power source. A review of the controller log files associated with the event captured in (B)(4) showed controller (B)(4) has a date/time error showing the year as 2000 due to a depleted internal battery. In addition no controller power up and associated motor start events have been logged in the available data. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-00981 and 00982) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient was in an "external hospital" and sedated, when patient was found on the floor with a continuous alarm tone of "no power alarm." It is unknown if batteries were connected or disconnected, the controller display was "empty/off" when the physician found the patient. Physician replaced the batteries with new batteries and the system restarted and pump started, resuscitation efforts were started as the pump was running. Patient is intubated and eeg is flat and the CT scan shows no intracranial bleeding. Components are still with the patient and the external hospital will decide if components will be returned. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
The controller and pump were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. 3 controller power-up and associated motor start events as well as 1 vad disconnect alarm were logged with time stamp showing (B)(6) 2000 at approximately 00:00. The date and time of the events could not be identified due to the depleted internal battery of the controller. Based on the logs it can only be confirmed that these events occurred after (B)(6) 2015. Logs of this nature may be indicative of multiple double power disconnection perceived by the controller thereby powering down the controller, and physical disconnection of the driveline connector from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This is two of two reports (3007042319-2016-00981 and 00982) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient died on (B)(6) 2016, and no official cause of death has been stated as of yet. It was stated that an autopsy was performed but no results have been submitted to the hospital. It was reported that the patient had received morphine due to his pain in his back to get to sleep. Neurologically he had balance disorders, caused by previous antibiotic therapy. The antibiotic therapy was not pump related, this was years before. No further information is available.

Manufacturer narrative:
Corrected section: operator of device (physician). It was stated that the patient was in hospital to get blood units due to chronic "hemolysis". It was also stated that the controller was not yet being returned due to it being in the possession of the prosecutor's office. It was stated that the patient was neurologically handicapped (strokes)". It was further stated that the patient died. No further information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.